Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received readings of 97 mg/dl, 141 mg/dl, 114 mg/dl, and 476 mg/dl within 10 minutes. No adverse event reported. Returning and replacing meter and strips.